Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the subject guidewire was noted to be kinked/bent at 181cm and 188cm from the proximal end. The tail over the nitinol tubing proximal bond was torn. The guidewire ptfe coating was examined under magnification and the coating was noted to be peeling at 24cm and 25.5cm. The core wire distal end was observed through the distal tip dome. There was no anomaly noted with the distal end or tip of the guidewire. The hydrophilic coating was hydrated and on inspection the coating was present. Functional testing was not performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the dfu, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was gently shaped with the supplied introducer, in a "gentle j", continuous flush maintained for the duration of the procedure, friction/resistance was encountered during the procedure while trying to access stent in left p1 to ba, and then pass through atlas stent cells to cannulate the contralateral p1 to place a "y stent" configuration. We are unsure if the tip was actually amputated during the procedure. The wire was removed from the patient when the proximal end of the atlas stent was bumped and displaced into the aneurysm. The tip felt different to normal (between the fingers) hence why we sent the wire for investigation to see if part of the tip is missing. The issue was noted with the guidewire shapeable hydrophilic tip, no other difficulties were encountered during the usage of the device that could have contributed to the issue, the procedure was completed with a new synchro wire to proceed as usual, the patient¿s anatomy was moderately tortuous. There was no attempt made to remove the tip of the guidewire or fragment from the patient, the guidewire tip (if proven missing) is thought to be within the coils in the aneurysm. There was no surgical delay and no adverse outcome to the patient due to the fragment not being removed. There was no damage to the stent. The device was returned kinked and a tear was noted at the tail over the nitinol tubing proximal bond. It is most likely the tail became damaged during the procedure. There was no break at the distal end or tip of the guidewire therefore an assignable cause of not confirmed will be assigned to the reported event of the guidewire distal tip broken/fractured during use and an un-retrieved device fragment as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the as reported device interaction with another device and as analyzed guidewire broken/fractured during use and the guidewire kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe was peeling between approximately 24cm and 25.5cm from the proximal end which indicates the ptfe encountered an interaction with another device. However this cannot be confirmed as the torque device and the introducer sheath were not returned for analysis. Therefore, a cause of undeterminable has been assigned to the as analyzed event of the guidewire ptfe coating peeling.

Event description:
It was reported the subject guidewire tip was broken off during the procedure while in the patient. It is believed that the guidewire tip entangled in the stent strut and was cut off. The subject guidewire tip was not removed and may possibility be in the aneurysm. The procedure was completed successfully and there were no clinical consequences to the patient due to this event.

Manufacturer narrative:
Device not yet received for evaluation.

Event description:
It was reported the subject guidewire tip was broken off during the procedure while in the patient. It is believed that the guidewire tip entangled in the stent strut and was cut off. The subject guidewire tip was not removed and may possibility be in the aneurysm. The procedure was completed successfully and there were no clinical consequences to the patient due to this event.